Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed reported issue through the events log and duplicated during functional check. The combination of transducer faults at power up with the successful calibration of all transducers indicates that the auto zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto zero calibration at power up and operational auto zero checks. Solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that vela d has transducer fault error and alarm (2.1.823) with irregular ventilation. There is no patient involvement associated with this event.